Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and when the vizigo short was placed in the right atrium (ra), a fluoroscopic image indicated that the vizigo tip appeared folded, so the vizigo short was removed from the patient¿s body for safety. When the vizigo short was removed, it had returned to its original shape, but the physician reported that there had been resistance during insertion. The sheath was replaced. The procedure was completed without patient's consequence.

Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Therefore, section d9 has been populated. It was reported that when the vizigo short was placed in the right atrium (ra), a fluoroscopic image indicated that the vizigo tip appeared folded, so the vizigo short was removed from the patient¿s body for safety. When the vizigo short was removed, it had returned to its original shape, but the physician reported that there had been resistance during insertion. Device investigation details: visual and dimensional inspections of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that the soft tip was bumped. This condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. The device's outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The bumped condition could be related to the skin incision size relative to the sheath; however, this cannot be conclusively determined. The instruction for use (IFU) states that during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).